Event description:
The facility indicated the bed will not work from the patient side rail controls.

Manufacturer narrative:
The facilities maintenance found fluid ingress on the sidecom board. The facility has not completed repairs to the bed.